Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
No pressure when foot pedal is being used for infiltration of tumescent.investigation of the pump on (B)(6), 2014, determined that the pump head assembly was dective,